Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the dilator bunched a little and detached as the physician was pulling the right mesh leg assembly through the patient's sacrospinous ligament. The detached dilator remained grasped by the capio device, and did not fall into the patient cavity. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.